Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If additional information should become available, a supplemental medwatch will be submitted accordingly. UDI: (B)(4). Investigation summary :the complaint device was not returned after multiple attempts for product return, therefore, unavailable for a physical evaluation. This complaint cannot be confirmed. No no-nconformances were identified for this part-lot number combination per qlik query executed 02/22/2019. No further information regarding the technique or instruments used has been provided to determine a root cause for this failure. If any additional information is obtained, this complaint will be re-opened to capture that information. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
Additional information provided by the affiliate reported a 5 to 10 minute surgical delay due to the reported malfunction. The affiliate also reported that the surgery was completed by using another rigidloop adjustable long product in order to fixate the femur.

Manufacturer narrative:
Product complaint(B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI:(B)(4).

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
It was reported by the affiliate via email that during an acl reconstruction the rigidloop adjustable had the white loop shortening suture broke while being pulled into the femoral tunnel. The affiliate reported that the surgeon would like to know the reason for this failure of the implant. The affiliate also reported that the device was properly stored and that no sharp object was used with the loop and no damage was caused with any object to the loop. There was no mismatch of the tunnel and the graft pulled in with ease. The affiliate did not report any patient harm.